Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: priming problem: the cause of the priming problem was an unintended user error that caused the purge tubing to become kinked under the paper tubing label. The issue of air in purge alarms was able to be recreated on the returned pc and resolved with removing the kink.

Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient on impella support experienced air in the purge system alarms. Attempts to de-air the line were unsucessful. The cassette was replaced but was leaking. The automated impella controller was replaced to resolved the issue.

Manufacturer narrative:
This is one of three related reports. This report represents the purge cassette, while the other two reports were submitted to represent the pump and an additional purge cassette.